Event description:
Per physician description of incident: the tur loop broke but all pieces were found. Physician was able to flush bladder and retrieve metal loop. "At this point, the continuous lower resectoscope was introduced, and using bipolar cautery, I resected the tumor superficially down to its base, andthen deep specimens were taken in the bladder wall. It appears to be a solid tumor rather than papillary. Hemostasis was achieved with cautery. At this point, we noted that the tur loop had broken, but I was able to retrieve the wire from the bladder. There was no residual debris in the bladder, and no foreign bodies were noted."